Event description:
It was reported that ne hour into treatment with an oxiris set, an external blood leak was observed out of the access line connection of the filter. There was patient involvement, but no adverse event reported. No additional information is available.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a leak. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.